Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 7f exoseal vascular closure device (vcd) slipped out without catching in the vessel. Therefore, the deployment button was not pressed and closing failed. Hemostasis was achieved by manual compression. There were no reports of patient injury. The procedure used a retrograde approach, and the patient¿s body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. A non-cordis introducer was used. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, which had mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use, but the indicator window of the exoseal device was not facing up during retraction. When the device was removed from the patient, there were no damages noted to the indicator wire loop. One non-sterile vascular closure device 7f was received for analysis. Visual inspection revealed that the deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which had dry blood residues and a retracted indicator wire. The indicator window showed white/black/red colors, and the cowling guard was locked. No anomalies were observed during the analysis. No microscopic analysis could be performed since the indicator wire was received retracted. The reported event of ¿indicator wire-damaged loop¿ was not confirmed as the device was received deployed and the wire was retracted into the device. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue of the loop not anchoring against the vessel wall. However, access vessel characteristics (reported had mild tortuosity) and procedural/handling factors (indicator window was not facing up during retraction) are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿orient the exoseal¿ vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal¿ vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees).¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) slipped out without catching in the vessel. Therefore, the deployment button was not pressed and closing failed. Hemostasis was achieved by manual compression. There were no reports of patient injury. The procedure used a retrograde approach, and the patient's bmi was not greater than 40. The physician had achieved certification on the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. A non-cordis introducer was used. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, which had mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use, but the indicator window of the exoseal device was not facing up during retraction. When the device was removed from the patient, there were no damages noted to the indicator wire loop. The device will be returned for evaluation.

Manufacturer narrative:
Updated section d4 primary unique device identification (UDI) number and section g3 PMA number.